Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized due to a stoma site infection. It is unknown if the patient was treated with antibiotics or if the patient's tubing was changed. On an unknown date, the patient was discharged from the hospital.